Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that the ins was taking too long to charge, further stating it seemed like it was taking forever to charge even though the patient still had all 8 coupling bars lit up. It was stated that this was when the antenna cord had exposed wires. It was stated that they put electrical tape around it to help and help the charging process. No further patient complications were reported/ anticipated as a result of this event.